Event description:
It was reported that the patient presented to the hospital for a device follow-up. Device interrogation revealed that the pacemaker was in backup vvi mode. The pacemaker was successfully restored back to normal. The patient was in stable condition.